Event description:
On 7/1/98 a new defibrillator was placed in this pt after the previously implanted one was removed. This surgery was necessitated due to an electrical malfunction of the device that caused it to reset the original characteristics.